Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). It was confirmed the rep did not update the pump in regards to the attempt to update the concentration from 1,000 mcg/ml to 2,000 mcg/ml. It was also reported "maybe I moved prof met [programmer] off body too quickly" as it was noted the update didn't happen initially from 1,000 to 2,000. No further information was provided.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal via an implantable infusion pump. Indication for use was cerebral palsy and intractable spasticity. The patient underwent pump replacement on (B)(6) 2016 as the battery was at end of life. The existing catheter was aspirated of all drug and a back table prime was programmed with the concentration of 1000mcg/ml; however, the pump was filled with lioresal 2000mcg/ml. Post-operative the pump was updated with lioresal 1000mcg/ml at 930mcg/day and it was confirmed that the patient was actually receiving 1860mcg/day instead due to the concentration programming error. The cause of the programming error was the update was not completed. The representative returned to the clinic and the pump was updated to the correct concentration of 2000mcg/ml. The pump delivered 4 hours of therapy which was approximately 310mcg instead of the intended 155mcg. The patient was fine and there were no complaints or symptoms reported. When the representative arrived at the clinic the patient "looked very relaxed because the patient had a sub-fascial placement which is quite painful." The hcp was aware of the issue and was not concerned. Per the representative, everything turned out okay. The patient had been discharged and was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.